Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. Additional information was requested and the following was obtained: did retrieving the broken jaw from the patient cause a change in the plan of care for the patient? No change in patient care plan.

Event description:
It was reported that during a colectomy procedure, the enseal plugged into generator. The machine said instrument was bad and to replace. The staff unplugged and re-plugged device and was able to start case. During first grab of tissue, jaws of device broke and fell off intra-abdominally. Retrieved device jaws with laparoscopic grasped, changed to harmonic device instead to start/complete case. There were no adverse consequences for the patient.